Manufacturer narrative:
Clinical investigation: a temporal relationship does not exist between pd therapy utilizing the liberty select cycler, and the patient¿s hospitalization for hypocalcemia, hypophosphatemia, dizziness and possible fo, as the patient stopped using the liberty select cycler for several days prior to the hospitalization. As such, the liberty select cycler can be disassociated from the event(s) as there is no allegation or objective evidence indicating a deficiency or malfunction is associated with these event(s). Per the pdrn the patient was non-complaint due to apparent frustration and neglected to perform pd therapy for several consecutive days, thus causing the hypocalcemia, hypophosphatemia, dizziness and possible fo. Fluid overload is a common but often preventable process. Patient related factors, such as, weight changes and non-compliance are significant contributing factors plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2019 during follow-up for a separate event, fresenius was made aware this female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) since approximately (B)(6) 2019, was hospitalized on (B)(6) 2019 through approximately (B)(6) 2019 for hypocalcemia, hypophosphatemia, dizziness and possible fluid overload (fo). Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient and family were having difficulty setting up the liberty select cycler. The pdrn was aware of the issue and instructed the patient and/or family to perform manual pd therapy until the issue could be resolved. Unbeknownst to the pdrn, the patient and/or family (as proxy) was non-compliant and failed to perform pd therapy for several days and the patient was subsequently hospitalized on (B)(6) 2019. The patient was reportedly admitted for hypocalcemia, hypophosphatemia, dizziness and possible fluid overload (fo). The discharge summary was requested, however has yet to be received. The pdrn stated the patient was discharged (date not provided) and has recovered from the event(s). Per the pdrn, the patient has transitioned to in-center hemodialysis (hd) therapy until the patient is able to transition to a baxter cycler. The nephrologist requested the change in cyclers based on the patient and family¿s preference after having trialed a baxter cycler while hospitalized.